Event description:
It was reported that on an unknown time. On an unknown time, the device's ratchet handle got stuck. It is unknown if there was patient injury, or delay. After investigation it was found that the ratchet was stuck and failed to perform the up-down motion. Due diligence is completed and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign: UK. Review of the most recent repair record determined the ratchet was stuck and failed to perform the up-down motion; the gear and spring pin were worn. The ratchet gear, spring pin, and ball detents were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.